Event description:
After placement of the zenith device for repair of an aaa, the final angiogram revealed what appeared to be a proximal type I endoleak from the proximal neck of the graft. Add'l ballooning was performed in an attempt to resolve the leak, but was unsuccessful. Another MFR's stent was then placed, but it too was unsuccessful in resolving the leak. Further investigation found that the leak was possibly a type iii endoleak in the main body graft occurring from the overlapped area between the ipsilateral leg and limb of the main body. Physician dilated the overlap area, but leak was still present. An iliac leg was then placed. Fluorosocopy was conducted while dilating the graft. Leak was noted between second and third stents of the main body. Fluoroscopy confirmed a type iii endoleak of unk origin. Due to the amount of contrast that the pt had already received, the physician elected to conclude the procedure and follow-up in a weak with the pt to see the status of the leak. One week after placement the leak was noted to have resolved on its own.

Manufacturer narrative:
Evaluation: no product was returned by the customer to assist in this investigation. Based upon the info provided by the customer we are unsure, at this time how a hole in the graft or disconnection of the graft could occur. The graft may have come into contact with severe calcification or the size of the stent may have not been adequate for proper sealing. This product is visually inspected for holes and defects in the graft material prior to loading into the delivery system.